Manufacturer narrative:
All information provided by the manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device was unable to be interrogated. The pt had an lvad implanted. Since its implant, the device had been successfully interrogated twice. It was discussed to shield the device from the lvad. The device remained implanted.